Manufacturer narrative:
The insulin pump passed basic occlusion and displacement test. No motor error alarms were noted. However, it was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. Unit received with minor scratches on display window, cracked case at display window corners and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple motor error alarms during an infusion set change and during a bolus. The customer's blood glucose level was 330 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.